Manufacturer narrative:
It was reported that flexion/extension degree dial allegedly would get stuck in place and the brace stays locked even when the red switch is set to unlock. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that flexion/extension degree dial allegedly would get stuck in place and the brace stays locked even when the red switch is set to unlock. No injury reported.